Event description:
Adverse event(s): "cannot see without glasses". (Vision, impaired); "double vision." (Diplopia); "glare" (visual disturbances); "halo" (halo); "elevated iop" (intraocular pressure rise); "blurry vision" (blurred vision); "felt dizzy" (dizziness). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she cannot see without glasses, has double vision and experiences glare. She also sees shadows around objects which is more pronounced at night. The consumer reported that her surgeon targeted her right eye for distance and left eye for near (monovision) and has suggested she give it more time to "get used to" monovision. The consumer reported she was successful in wearing contact lens for monovision prior to her cataract procedures. Medical records were requested and received. The consumer has a medical history significant for dry eyes, floaters, pinguecula, hypothyroidism, arthritis, migraines, posterior vitreal detachment, blepharitis, palpitations and dizziness (pre-existing). Following her iol implant surgery, the consumer was noted to have elevated intraocular pressure (iop) which was treated with medications. She was experiencing blurry vision, double vision, headaches, felt dizzy and was seeing halos around objects. She was referred to a retinal specialist and the examination was normal. Her surgeon noted posterior capsule opacification in both eyes. In a follow up, the surgeon reported the iol did not cause or contribute to the event. There are two medical device reports associated with this event. This repot is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/07/2010, 06/08/2010, 06/22/2010 and 06/23/2010 by phone, fax and mail. A completed questionnaire was received on 06/11/2010. Medical records were received on 06/14/2010. (B)(4).